Event description:
It was reported that the patient's pump was going to be explanted due to an infection. The patient was stable at the time of the call. The patient had been monitored with the infection, and it was decided that the pump needed to be explanted. The medication used within the system was morphine. It was later reported that a culture was taken, but the results were not known. Puss was noted at the catheter insertion site, and the pump and catheter were fully explanted. The patient was recovering. Additional information was requested but not available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter.

Manufacturer narrative:
Product ID neu_unknown_cath, product type catheter; product ID neu_unknown_cath, product type catheter. (B)(4).

Event description:
It was additionally reported that there was some discharge at the incision site that lead the implanting physician decided to pull the system completely out. Additional information has been requested, but was not available as of the date of this report.